Event description:
Customer stated that the meter is not showing any of the first number. Patient is receiving readings like 12mg/dl. A review of the system was conducted over the phone. The review concluded that segments were missing from the 100s position of the display. The customer was asked to return the meter for further evaluation and a replacement meter was provided. The customer was invited to call 24/7 with future questions/concerns.